Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 28 mg/dl. The customer was admitted to the hospital. The customer cause of the low blood glucose was unknown possibly took too much insulin with his morning bolus. The customer was advised that the pump is functioning as designed. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 264 mg/dl. The customer did not continue troubleshooting only wanted to check settings trying to check out of the hospital. The customer was advised that settings accurate only needed to set time. The customer was advised to call back when he is settled.